Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device shows "bubbled, cracked, and broken downstream occlusion sensor". No patient injury/involvement reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a worn uso seal and a bubbled dso seal, confirming the reported problem and the root cause for the reported issue. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com b3 unknown.